Event description:
It was reported that the patient experienced inappropriate high voltage therapy in response to their intrinsic rhythm which triggering the discriminator and therapy. Decreased sensing was additionally observed on the device. An atrial ablation was performed and the device was reprogrammed to resolve this event. The patient was stable.